Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump was received with a physical damage battery tube.

Event description:
It was reported that the insulin pump was damaged, and a replacement of the insulin pump was requested. No further information was provided.